Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Replacement charging supplies were provided to address the issue.